Event description:
It was reported that the tip of an everest height adjustment cannulated driver fractured intra-operatively and that the fractured component remains implanted in the screw head. The procedure was completed successfully with no surgical delay.